Event description:
It is reported that in 1997, pt underwent a bunionectomy procedure on patient's foot wherein a .045 kirschner wire was implanted in patient's toe. Three years post-op, the pin was discovered to have fractured. As a result, in 2000, pt underwent an additional procedure to remove the broken wire.